Event description:
It was reported that during a trade show, the (B)(4) account manager took the package containing the talon needle out to place on a table in front of a customer. The talon needle cap had come off and poked through the packaging. The packaging fell off the table and hit the (B)(4) account manager's leg on the way down and the exposed needle grazed her leg and causing a small cut/scratch.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the device in question was not returned for evaluation. The complaint could not be confirmed or verified and a root cause could not be determined based on the info provided and without a sample. However, further investigation has been initiated to determine the potential cause.